Event description:
Boston scientific received information that during a recent system evaluation, a single low out of range shock impedance value was noted. No intervention was taken and it was reported the patient would return in three months for follow-up. No adverse effects reported and no allegations against the implanted product. Boston scientific technical services was contacted for recommendations and guidance. Information was provided instructing the patient to return as soon as possible for a lead integrity evaluation, as the fault code indicated a potential compromised lead that could impact future defibrillation therapy.

Manufacturer narrative:
Investigation efforts confirmed the patient in this case failed to return to the medical facility for additional follow-ups. The field representative and associated physician had no further information. If new details are received in the future, an amended report will be submitted.

Manufacturer narrative:
Information provided stated the patient would return for a system evaluation before the next regularly scheduled three month visit. When new information is received, a follow-up report will be submitted. At this time, information indicates the lead remains implanted and in service.